Manufacturer narrative:
Pump passed the self test, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform displacement test and occlusion test due to detached/missing reservoir retainer ring. Pump received with detached/missing reservoir retainer ring, broken reservoir tube lip and missing reservoir tube lip o-ring noted. The test reservoir does not stay locked in place due to detached/missing retainer. (B)(4).

Event description:
The customer reported that the insulin pump had received hardware low level failures alarm. Customer's blood glucose value was 55 mg/dl at the time of incident. The customer was treated with food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer states that they were able to clear alarm. Customer was able to complete insulin pump rewind. The customer performed self test and it passed. Based on customer¿s report customer did not allege insulin pump was under delivering. Troubleshooting was assisted. Fill cannula was not recorded in daily history. The device will be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.